Event description:
The reusable impactor head broke while impacting the tibial implant. No patient harm occurred and the surgery was completed.

Manufacturer narrative:
The reusable impactor head broke while impacting the tibial implant. No patient harm occurred and the surgery was completed. Review of the inspection records for the affected lot of material indicate the device was manufactured to specification.